Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent aa port placement procedure using the MRI implantable powerport. It was reported that one year seven months and three days later post catheter placement the catheter has been cracked. It was further reported that leakage of medication was noted. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter approximately 6.5cm from the distal end of the cath-lock. Multiple kinks were noted throughout the attached catheter. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. A portion of both regions were noted to be attached; splits were noted on the border of both regions on the opposite side. Kinks were noted on the attached catheter, near the break portion. Upon infusion, a leak was observed from the partial compound break on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the MRI implantable powerport. It was reported that one year, seven months and three days post a post catheter placement the catheter has been cracked. It was further reported that leakage of medication was noted. There was no reported patient injury.